Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a sensing/detection issue with possible oversensing. It was noted that the device's paced rate dropped below the programmed lower rate due to inappropriate inhibition. The device was reprogrammed and remains in use. As well, the patient's right ventricular (rv) lead had apparent oversensing of atrial flutter. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.